Event description:
The pump was returned for investigation. Investigation revealed a dim, discolored display screen and cracked display lens. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the display screen was found to be dim and discolored. The display lens was observed to be cracked at the middle and around the perimeter of the lens. The display was replaced with a test display for investigation and was found to function appropriately. Unrelated to the complaint, evaluation revealed a cracked battery compartment and damaged pump case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).